Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges customer got stuck in lifted position and had to call ems for help.

Manufacturer narrative:
Only the hand control was returned for evaluation. No failure detected during evaluation. The hand control functioned as intended during testing.

Event description:
Alleges customer got stuck in lifted position and had to call ems for help.